Event description:
It was reported that a registered nurse was unable to advance a suction catheter through the oral endotracheal tube (oett). The catheter was able to pass beyond the patient's teeth (the patient was not biting), but advancement was obstructed in the back of his throat. The patient was extubated, and the oett was confirmed to be visibly bent.

Manufacturer narrative:
Correction: d9 the product associated with the complaint was not returned for evaluation, and no photographic or video evidence was provided. However, this is a known issue. Based on the history of similar complaints and previous corrective actions, the complaint is confirmed. A review of complaint history identified one additional complaint involving the same part number and a similar failure mode within the previous 24 months. No additional trends were identified; monitoring will continue for any emerging trends. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 06 july 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint-14611. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product was defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 01 june 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the information known at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported, but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint- (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product was defective or caused serious injury.

Event description:
It was reported that a registered nurse was unable to advance a suction catheter through the oral endotracheal tube (oett). The catheter was able to pass beyond the patient's teeth (the patient was not biting), but advancement was obstructed in the back of his throat. The patient was extubated, and the oett was confirmed to be visibly bent.